Event description:
An extended length resectoscope was loaned to the doctor for a turp procedure. 15 minutes into the case, the doctor experienced an intermittent electrical problem. He replaced the loaner set with their own set and finished the procedure. Pt was brought back to the operating room for bleeding and the bladder was found to be perforated.